Event description:
"(B)(6) a patient expired on the table just prior to accessing the thoracic aorta with, but after insertion of, a relay thoracic delivery system. The procedure began and ended with the following doctors present: dr. B)(6). Bolton representatives present included: (B)(6). Access was gained to begin procedure, but proved challenging as there was a small narrowing of the access vessel. Dilators were passed to assess access tolerance. A balloon dilation took place, followed by a stent placement. Additional blood was administered and time allowed to stabilize patient. Any possible vessel damage appeared to be under control. The blood transfusion continued as dilators were again passed to assess access tolerance. The relay thoracic stent-graft system was then placed into the access vessel, but was not able to pass the narrowing in the stent, so physicians stopped to assess next options. During this time, the patient became unstable again and ultimately became conscienceless. (B)(6) and I stepped to the back of the room to allow staff access to the patient. We heard an aortic balloon requested and placed to assist in hemodynamic control, but were unable to determine when the relay device was withdrawn or which side the balloon was passed, nor were we able observe any true details from our vantage point. We were not asked to leave the room, so stayed out of the way and remained available if any questions about the relay system arose. After extensive efforts to revive the patient, she expired."

Event description:
"(B)(6), a patient expired on the table just prior to accessing the thoracic aorta with, but after insertion of, a relay thoracic delivery system. The procedure began and ended with the following doctors present: dr. (B)(6). Bolton representatives present included: (B)(6). Access was gained to begin procedure, but proved challenging as there was a small narrowing of the access vessel. Dilators were passed to assess access tolerance. A balloon dilation took place, followed by a stent placement. Additional blood was administered and time allowed to stabilize patient. Any possible vessel damage appeared to be under control. The blood transfusion continued as dilators were again passed to assess access tolerance. The relay thoracic stent-graft system was then placed into the access vessel, but was not able to pass the narrowing in the stent, so physicians stopped to assess next options. During this time, the patient became unstable again and ultimately became conscienceless. (B)(6) and I stepped to the back of the room to allow staff access to the patient. We heard an aortic balloon requested and placed to assist in hemodynamic control, but were unable to determine when the relay device was withdrawn or which side the balloon was passed, nor were we able observe any true details from our vantage point. We were not asked to leave the room, so stayed out of the way and remained available if any questions about the relay system arose. After extensive efforts to revive the patient, she expired."